Event description:
Per tm - the unit is having image quality issues both coming out of sleep mode and without going into sleep mode. The unit also displayed a message that one of the probe crystals was bad on one bootup. Additional information: the battery stayed on 80% for well over 2 hours while using sleep mode. After waking up the device, battery still showed 80%. Once I finally reset the machine it came on at 2% battery life. It also locked up several times. Once the probe showed up as a crystal being bad. I pulled the probe out to check the connection and the whole machine reset. The image would look grainy only at certain times. Before I reset it and the battery life meter was fixed the image was much better when I plugged it in. The next day while plugged in the image was awful and that is also when it locked up and showed a bad probe crystal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the supplier for evaluation. During evaluation, the reported issue of poor image quality and failed element was confirmed. Supplier found the failed element aligned with the failure/dark band location in the ultrasound image. The root cause is possibly related to lens delamination between the lens and material layer.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : no device returned for evaluation.

Event description:
Per (B)(4) - the unit is having image quality issues both coming out of sleep mode and without going into sleep mode. The unit also displayed a message that one of the probe crystals was bad on one bootup.